Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 600 mg/dl. The customer was treated with pump. Customer's blood glucose at time of admission was unknown. Customer was experiencing symptoms of nauseated and shortness of breath. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with fluids, insulin, 1/2 mg of adivan, 2 mg morphine sulfate and anti-medic for nausea. Customer was wearing the pump at time of hospitalization. Customer was discharged (B)(6) 2012. Customer reported that he has not been using the pump or its supplies since 2012.